Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Reported fracture of the x3 poly. Revision of a total knee replacement due to fracture of the ultra-high molecular weight polyethylene (pe) tibial bearing is a very rare event. In the present case, patient joint instability contributed to the posterolateral edge of the pe bearing failing catastrophically which necessitated surgical intervention and revision of the bearing. In the present case the activity level of the patient was clinically assessed as low, on a low, moderate or high analogue scale. The patient weight was 95kg and height 170cm. This report covers the additional alleged cases of x3 fractures with no associated patient demographics provided. The concern is that we have observed multiple cases of posterior edge fracture of this type of bearing sent to the retrieval laboratory.